Event description:
In notes dated (B)(6) 2006 and received on (B)(6) 2012, it stated that the patient had experienced an increase in seizure frequency since her last office visit in (B)(6) 2005. The patient was having one seizure per night and came to the office where the output current was increased to 1.5 ma. The seizure frequency then decreased to one every third night. The patient tolerated the increase in output current without any difficulties. The patient was taken off keppra and did not have an increase in seizures. The output current was increased even further to 1.75 ma. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.